Manufacturer narrative:
"This medwatch has been submitted in error. Although a 510 k has been obtained, the device is not commercially available. The device is currently being used in a clinical trial (ide) and is labeled as an investigational device only."

Event description:
External iliac artery and intima dissection. Possible device relation, resolved the same day and patient released. Follow up with clinical site revealed that upon sheath removal dissection occurred and was repaired.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.